Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the users experienced difficulty while using the cut and coagulation functions on the subject device. The users then reportedly switched to another company's electrosurgical unit and were able to complete the procedure. The pt was discharged, and there was no report of any pt harm.

Manufacturer narrative:
Olympus was informed that at the time of the event, the users had attempted to troubleshoot the equipment by exchanging several accessories, including pt plate, active cord, and snares. The users reported that no alarms were observed at the time of the event. Olympus contacted the user facility via phone and in writing to obtain additional info regarding the reported event, but no further details were provided. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for eval, or if significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please see also reference MFR# 8010047-2010-00258 for related report.